Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy ('ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (still birth or miscarriage)') in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of coil on right tube" and device ineffective "device ineffective". The patient's medical history included parity 4 ((B)(6) 2008, (B)(6) 2011, (B)(6) 2017.), multi gravida (total number of pregnancies: 8), herniated disc (c5 c6) and irregular periods. Previously administered products included for an unreported indication: minipill from 2008 to 2009 and nuvaring from 2006 to 2007. Concurrent conditions included menorrhagia, metrorrhagia and nausea. Concomitant products included oxycodone hydrochloride (oxycontin) since 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (in (B)(6) 2013, she underwent salpingectomy (one side removal of fallopian tube) and dilation and curetage, salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy, abortion of ectopic pregnancy and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, ectopic pregnancy and pelvic pain to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure in (B)(6) 2016 which captured under the case (B)(4) respectively. The number of expanded coils that appeared trailing into the uterine cavity left side was 5. The number of expanded coils that appeared trailing into the uterine cavity left side was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: location left essure device is satisfactory and left tube is occluded. Location of right essure device is satisfactory however right tube is patent. Scar tissue is visible right fundal; in (B)(6) 2012: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ectopic pregnancy,abortion, vaginal bleeding . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy ('ectopic pregnacy') and abortion of ectopic pregnancy ('pregnancy (still birth or miscarraige)') in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of coil on right tube" and device ineffective "unilateral occlusion on the left / device ineffective". The patient's medical history included parity 4 ((B)(6) p2008, (B)(6) 2011, (B)(6) 2017.), multi gravida (total number of pregnancies: 8), herniated disc (c5 c6) and irregular periods. Previously administered products included for an unreported indication: minipill from 2008 to 2009 and nuvaring from 2006 to 2007. Concurrent conditions included menorrhagia, metrorrhagia and nausea. Concomitant products included oxycodone hydrochloride (oxycontin) since 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (in (B)(6) 2013, she underwent salpingectomy (one side removal of fallopian tube), laprocsopy- (B)(6) 2019, dilation and curetage and dilation and curetage, salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the ectopic pregnancy, abortion of ectopic pregnancy and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abortion of ectopic pregnancy to be unrelated to essure. The reporter considered abdominal pain, ectopic pregnancy and pelvic pain to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure in (B)(6) 2016 which captured under the case (B)(4) respectively. The number of expanded coils that appeared trailing into the uterine cavity left side was 5. The number of expanded coils that appeared trailing into the uterine cavity left side was 3. She did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: it was an unilateral occlusion on the left.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ectopic pregnancy,abortion, vaginal bleeding most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: outcome of "pelvic pain" updated to "recovering / resolving " we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy ('ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (still birth or miscarriage)') in an adult female patient who had essure (batch no. 869764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of coil on right tube" and device ineffective "device ineffective". The patient's medical history included parity 4 ((B)(6) 2008, (B)(6) 2011, (B)(6) 2017.), multi gravida (total number of pregnancies: 8), herniated disc (c5 c6) and irregular periods. Previously administered products included for an unreported indication: minipill from 2008 to 2009 and nuvaring from 2006 to 2007. Concurrent conditions included menorrhagia, metrorrhagia and nausea. Concomitant products included oxycodone hydrochloride (oxycontin) since 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (in (B)(6) 2013, she underwent salpingectomy (one side removal of fallopian tube) and dilation and curetage, salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy, abortion of ectopic pregnancy and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, ectopic pregnancy and pelvic pain to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure in (B)(6) 2016 which captured under the case (B)(4) respectively. The number of expanded coils that appeared trailing into the uterine cavity left side was 5. The number of expanded coils that appeared trailing into the uterine cavity left side was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: location left essure device is satisfactory and left tube is occluded. Location of right essure device is satisfactory however right tube is patent. Scar tissue is visible right fundal; in (B)(6) 2012: unilateral occlusion (left tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, ectopic pregnancy,abortion, vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: mr received received. Reporters information updated. Lot no. Were added. Lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy ('ectopic pregnancy') and abortion of ectopic pregnancy ('pregnancy (still birth or miscarriage)') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult placement of coil on right tube" and device ineffective "device ineffective". The patient's medical history included parity 4 ((B)(6) 2008, (B)(6) 2011, (B)(6) 2017), multi gravida (total number of pregnancies: 8) and herniated disc (c5 c6). Previously administered products included for an unreported indication: minipill from 2008 to 2009 and nuvaring from 2006 to 2007. Concomitant products included oxycodone hydrochloride (oxycontin) since 2012. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required) and was found to have an ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (in (B)(6) 2013, she underwent salpingectomy (one side removal of fallopian tube) and dilation and curettage, salpingectomy (one side removal of fallopian tube)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, ectopic pregnancy, abortion of ectopic pregnancy and abdominal pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 4. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abortion of ectopic pregnancy, ectopic pregnancy and pelvic pain to be related to essure. The reporter commented: the plaintiff experienced pregnancy episode with essure in (B)(6) 2016 which captured under the case (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: unilateral occlusion (left tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: plaintiff fact sheet received, event injury replaced with pain, case became valid. New events abdominal pain, ectopic pregnancy, miscarriage of ectopic pregnancy and difficult placement of coil on right tube were added. Concomitant drugs, patient demographic added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.